Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the dizziness and fatigue was caused by the underlying disease. No actions or interventions were taken and the patient's dizziness and fatigue was still [illegible]. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep stating a CT scan was performed and was unremarkable. The cause of the patient symptoms was not determined. As of (B)(6)2019 the symptoms had improved, but the patient was catheterized and not on their feet much and was only dizzy when standing upright. It was noted the patient had been admitted to the hospital indefinitely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via a manufacturing representative (rep), with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a second lead placed in their right hemisphere and upon returning home started experiencing dizziness. They went to the ER and complained of dizziness and fatigue. Upon investigating the device, the new lead was not turned on and impedances were normal. The patient was staying overnight at the hospital and it was unknown if the symptoms resolved. There were no environmental/external/patient factors reported to contribute to the event. No further complications were reported or anticipated with this event.